Event description:
According to the report from the distributor, dermabond topical skin adhesive was used to close a laceration on the forehead when the adhesive migrated to eye and adhered the eyelids together. The pt subsequently saw an opthamologist and the eye was surgically re-opened while the pt was put under general anesthesia. The pt had a corneal abrasion at the time the eye was opened which has subsequently healed with no evidence of permanent damage.